Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the pump was over delivering. The unit was triaged and the reported issue could not be confirmed at this time. The unit¿s screen was replaced. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-08-28.

Event description:
According to the reporter, the enteral feeding pump was over feeding. Also, upon triage on (B)(6) 2017 the service tech found the right half of the screen had a blank display.